Event description:
A pt reported blood glucose results of "7.2 mmol/l, 5.9 mmol/l, 2.3 mmol/l, 2.4 mmol/l and 7.1 mmol/l" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The meter and test strips were replaced.